Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. To resolve the issue, the company service representative reseated the host connections and cables. How or when these wear/reliability issues occurred cannot be determined conclusively. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred cannot be determined conclusively. The company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the ophthalmic console had a "hanging" issue during a cataract extraction procedure. There was no report of patient harm. Additional information was received indicating the ophthalmic console froze.